Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three months post implant that implantable cardioverter defibrillator (ICD) inappropriately withheld wavelet for a ventricular tachycardia (vt) episode because the ICD classified it as a supra ventricular tachycardia (svt) episode. The ICD remains in use. No further patient complications have been reported as a result of this event.